Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed multiple times to address the issue. Customer¿s blood glucose ranged from 250 mg/dl to approximately 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.